Event description:
It was reported that the atrial lead exhibited high threshold. During the lead revision procedure, the lead exhibited a helix anomaly. The lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).